Event description:
It was reported during a thoracoscopy while using an atb35 the surgeon checked the articulation of the device without compressing the black firing handle, inserted the device straight, and placed the jaws around the tissue. The surgeon went to fire the device and it seemed to have locked out. He removed the device and he saw two loose staples which he removed. A second atb35 was pulled, the surgeon again checked articulation, and the first time fired the device worked properly. This device was reloaded, placed around tissue, and the surgeon attempted the second firing but it seemed to have locked out. A third atb35 was pulled, the surgeon used it without checking articulation, and it was fired five times successfully to complete the case. There was no consequence to the pt.